Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The root cause of the injury was not determined due to insufficient clinical details. There are two associated devices for the reported event. Correction to h11: the first device (impella cp) is addressed under manufacturer report number 1220648-2025-49347. The second device (oscor intro kit) is addressed under manufacturer report number 1220648-2025-49609.

Event description:
An impella cp was inserted via the right femoral artery in an 87-year-old male patient with an indication for high risk percutaneous coronary intervention (hrpci). The patient¿s clinical state prior to support was unknown. During the procedure, an attempt to obtain left groin access with a 6 french sheath was unsuccessful, and hemostasis was achieved by manual compression after removal of the sheath. The intervention proceeded using single right groin access that was successfully obtained, and the impella cp provided left ventricular support throughout the pci. At completion of the procedure, the patient developed tachycardia and hypotension, and clinical assessment revealed a left groin hematoma with active bleeding. Hemodynamics stabilized after intervention, and a vascular surgeon was consulted to manage the bleed. Hemostasis was achieved, the impella was explanted once the patient was stable, and the patient was taken to the operating room for surgical exploration and repair of the left groin. No allegations were made against the impella device, and no product was returned for evaluation. Based on the available information, the delivery difficulty, hematoma, and major bleed appear consistent with vascular access related procedural complications rather than impella device malfunction. The left groin hematoma/bleed is related to the first failed single access attempt through left groin and was not impella related. No evidence of device performance failure has been identified.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Left groin vascular access was attempted by the interventional cardiologists using a 6-french introducer sheath; however, the sheath could not be advanced. The cardiologist removed the sheath from the left side and achieved hemostasis using manual compression. The right groin access was used for single-access percutaneous coronary intervention (pci). At the completion of the procedure, the patient developed tachycardia and hypotension. Clinical assessment identified a left-groin hematoma with active bleeding. The patient¿s hemodynamic status subsequently stabilized. A vascular surgeon was called to assist with management of the left-groin bleeding, and hemostasis was successfully achieved. The impella device was explanted once the patient was stabilized. The patient was taken to the operating room for exploration of the left groin and surgical repair.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. There are two associated devices for the reported event. The first device (impella cp) is addressed under manufacturer report number xxxxxxx-2025-xxxxx. The second device (oscor intro kit) is addressed under manufacturer report number xxxxxxx-2025-xxxxx.